Event description:
Pt was found with feet on floor and chin against bedrail, returned to bed CPR in process, code blue called. Pt stabilized on vent. Mattress was a sentury 1200 and bed was hill rom 8400. Air over lay matress can compress to allow entrapment in bed rail.